Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited oversensing of atrial activity on the left ventricular (lv) lead and the right ventricular (rv) lead. As a result, inappropriate pacing was delivered on the rv channel. Technical services (ts) recommended programming options. No adverse patient effects were reported. This rv lead remains in service. Additional information was received that reprogramming occurred. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
This report is being submitted as additional information was received that reprogramming occurred. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited oversensing of atrial activity on the left ventricular (lv) lead and the right ventricular (rv) lead. As a result, inappropriate pacing was delivered on the rv channel. Technical services (ts) recommended programming options. No adverse patient effects were reported. This rv lead remains in service.